Event description:
During an ultrasound breast biopsy after taking samples the probe started making a rattling noise. The doctor decided to abort the case and reschedule the case at a later date. No pt consequence occurred.